Event description:
It was reported that the patient was unable to attach a connector; the agent instructed the patient to use a connector from a different lot, which resolved the issue, and replacement supplies were provided; the problem involved a fitting issue associated with the connector/coupler component. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a component-related fitting issue at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.